Manufacturer narrative:
Result: latch mechanism.

Event description:
It was reported by service report that the siderail was damaged. There was no pt involvement and no adverse consequences have been reported.